Event description:
As the pt was completing rehabilitation approx three weeks ago, he felt a sharp pain in his left knee, making it difficult for him to move it. Apparently, the physical therapist moved his patella, shifting it back into place. He was able to proceed. This happened on two further occasions. Just over a week ago he began having significant crepitation in his knee. X-rays showed narrowing of the patella femoral joint space.